Event description:
Additional information was received. It was stated the physician would call medtronic if the issue came again. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump. The indication for use was not provided. It was reported that the patient¿s pain was increasing and there was a refill discrepancy. An x-ray of the catheter performed showed no abnormality. The pump log printout was requested. Surgical intervention did not occur and was not planned; the pump remained implanted and in use. At the time of the report the issue was not resolved. Additional information received via follow-up indicated that the refill discrepancy and pain experienced by the patient began in (B)(6) 2019.